Event description:
It was reported that the external pulse generator had a loose atrial connector which resulted in loss of contact while it was pacing. The generator was returned for service. Follow-up is being conducted to determine patient involvement. Return paperwork indicated no patient complications.

Event description:
It was reported that the external pulse generator had a loose atrial connector which resulted in loss of contact while it was pacing. The generator was returned for service. Follow-up is being conducted to determine patient involvement. Return paperwork indicated no patient complications.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Atrial connector is mounted into the case firmly. Cable locks into atrial connector with no issues. Upper case , both bail covers, and battery drawer are broken. Lower case and battery release are contaminated. Lead flex cover is corroded. One printed circuit board flex is creased. Battery contacts are compressed. Keyboard window is scratched. Lcd (liquid crystal display) is missing segments. Main printed circuit board assembly is out of electrical specification.